Event description:
Report received of the device powering off while on battery power. The customer contact reported that the pump was delivering an unspecified concentration of phenylephrine hydrochloride. No unspecified concentration of phenylephrine hydrochloride. No specific programming parameters were provided. During transport of the pt from the ICU to the or, while the device was on battery power, the pump powered off. It was unspecified if the device alarmed prior to powering off. The device was removed from clinical svc and therapy was resumed using an unspecified plum pump. There were no reported adverse pt effects.